Event description:
It was reported that this lead exhibited high capture threshold and the lead was subsequently surgically abandoned and replaced. The lead remains out of service-implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead exhibited high capture threshold and the lead was subsequently surgically abandoned and replaced. The lead remains out of service-implanted. No additional adverse patient effects were reported.